Event description:
A size 4 was inserted apparently uneventfully in a pt who could only open her mouth several inches because of severe rheumatoid arthritis. The tube broke about 1.5 inches from the cuff during removal by the anesthesiologist when unable to ventilate the pt. The device was removed without injury to the pt. The hosp estimated that this device had been reused about 150 times and indicated that devices are not tested before each reuse in accordance with the performance tests in the instruction manual. Contrary to the manual instructions, the anesthesiologist partially inflates and rotates the device during insertion. Submission of this report was delayed because of the unavailability of the anesthesiologist until 10/9/95.